Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 24oct2018. The customer returned parts to philips for evaluation. Testing was performed on the parts. The customer's complaint was not confirmed.

Manufacturer narrative:
(B)(6). The customer evaluated the device. Philips was not authorized to evaluate the device. Therefore, the reported condition could not be verified. The customer reported to have replaced the power management (pm) printed circuit board (pcb). The ventilator was returned back to service.

Event description:
The customer reported that the ventilator does not operate on alternating current (ac) when powered on. It was reported that the ventilator was in use on a patient at the time of the event. There was no patient harm reported. The event date was not specified, estimate used.